Event description:
It was reported that a patient with a 27 mm 7300tfx aortic valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of 1 year, 2 months due to regurgitation. The ttvr was performed with a 29 mm 9600tfx transcatheter valve without any complications.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: MFR #2015691-2022-04853 is a duplicate report and was already submitted under MFR #2015691-2022-04583.